Event description:
It was reported that the patient¿s leads migrated and the patient had a revision surgery in (B)(6) 2014 to have different types of leads implanted.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2013, product type: lead. (B)(4).